Event description:
Following a pta procedure, during an attempt to remove the sheath, the valve separated from the sheath, resulting in the pt losing blood. The dr intervened by using a clamp to remove the sheath from the pt's body.